Manufacturer narrative:
A review of the DHR and inspection records was conducted for the provided lot, and no similar concerns were found. After three notifications, there has been no sample returned for review. There has been no visual evidence provided that would support the alleged allegation. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. There were three similar complaints reported in the lot.

Event description:
Reporter indicated a peripherally inserted central catheter (PICC) line cracked and leaked fluid. This one was in just about 24 hours. PICC line: 26 gauge, lot # 11488167 , cut to 30 cm, 3 cm out insertion date: (B)(6) 2024 @ 1530 , left saphenous vein. There was no patient injury. Ivf: nvn and lipids meds: ampicillin, gentamicin, flagyl.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
UDI related data quality updates only corrected information provided in d.4.